Manufacturer narrative:
Unit received with button error alarm and no esc and act button response due to flattened esc and act button dome switch. Unable to perform basic occlusion, occlusion, prime/compromised force sensor system, the excessive no delivery and displacement test due to no esc and act button response. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error. Customer's blood glucose level was over 400 mg/dl. The customer treated his high blood glucose level. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.